Event description:
The lead was capped and replaced. Additional information was requested, but was not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high pacing impedance and high capture threshold on the right ventricular (rv) lead were noted. Diagnostic imaging performed confirmed that there were externalized conductors on the rv lead. Additional information regarding the event has been requested but never received. The patient was stable with no adverse consequences.